Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer's blood glucose was unknown. The customer stated that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. The customer was assisted with performing displacement test and the test was failed. The customer was advised that the insulin pump requires replacement and revert to backup plan. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 81 or pump error 82 alarms noted during testing. The motor was tested outside of the device and passed. (B)(4).